Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive on the upper portion, preventing navigation beyond the report graph, and the display intermittently toggled between graph views without user input, consistent with a screen malfunction in the display/touch subassembly. Symptoms included no reported changes in blood glucose. Outcomes included provision of a replacement device and instruction to use backup therapy because insulin delivery and meal announcements were not reliable, with acknowledgement that device data would not transfer and a standard startup would be required, and that the user could continue cgm using the dexcom app or receiver. Investigation included review of the user report and coordination for device return and inspection of the returned device. Investigation of this device revealed a probable hardware screen failure that impaired touch responsiveness and normal user interface function. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."